Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 91-2, serial number/date code and age of product are unknown. The owner's manual part number 1145752 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the seat on her 91-2 shower chair cracked. She also stated that the legs kind of twisted and are uneven. Consumer states that she is under the 315 pound weight limitation for this shower chair, as stated on page 1 of the owner's manual. No injury.

Event description:
Customer alleged the seat is cracked and the legs are twisted. No injury alleged.